Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product was returned for evaluation. The reported issue was not confirmed by the evaluation. The unit passed the 48 hour evaluation test and no defects were found. The device passed all its functional and electrical safety tests. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. The monitor will be returned to the customer. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device history record was reviewed; no related non-conformances were found. There is no escalation is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with patient of this ev1000 platform, the stroke volume and cardiac output values were suspected of not being accurate, and the user felt they could not rely on these readings. In addition, after approximately an hour of surgery the device would disconnect, and the readings would restart from the beginning. There was no allegation of patient injury reported. The platform was available for evaluation.